Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion which was confirmed and reproduced during evaluation. It was determined that the root cause was loose alignment pins on the upstream sensor. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump failed to display the upstream occlusion message. It was also reported there was no patient involvement.